Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. A device history review (DHR) cold not be performed as the meter serial number was invalid. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan alleging that the patient's onetouch ultrasmart meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at the beginning of (B)(6). The reporter stated that the patient obtained a blood glucose reading of 397mg/dl on the subject meter. The patient manages their diabetes with self-adjusted insulin. The reporter stated that the patient increased their usual dose of insulin in response to the alleged inaccurate reading. The reporter stated that, an unknown time after, the patient developed symptoms of trembling, perspiration and lethargy. The reporter denied that the patient received any treatment for these symptoms. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged inaccuracy began.

Manufacturer narrative:
Follow-up # 1 the retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.